Manufacturer narrative:
On-site investigation was performed by our field service engineer. It has been clarified that the panel holder has been broken off. The issue has been resolved by replacing broken part and the device was delivered to the user in working condition. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the user interface holder of the ventilator broke. There was no patient harm. Manufacturer's ref.#: (B)(4).